Event description:
Catheter perforated the right venticle apex. Pt crashed in recovery, and they found that the pt kept bleeding, so they went into surgery and stopped the bleeding. Pt went home 2 days later. Follow-up #1-co was able to gather some additional information regarding this event: the catheter was an rpm rv referance catheter. The catheter was handled by two different physician at the hosp. It was a long case about 6 hours for the actual case time and the pt kept lifting their legs and moving on the table a lot. The rv reference cathater perforated the right ventricle at the apex and the pt had to be taken to the or, they could not get bleeding to stop so they had to take pt to the or, the pt recovered fine.

Event description:
Catheter perforated the right venticle apex. Pt crashed in recovery, and they found that the pt kept bleeding. So they went into surgery and stopped the bleeding. Pt went home 2 days later.